Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, obstruction and surgical intervention. The instructions-for-use supplied with the device lists recurrence of the hernia as a possible complication. Note, the lot number provided by the attorney was not valid. A review was conducted but a best match could not be identified. Should a valid lot number, or additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that, on or about (B)(6) 2010, the patient underwent an umbilical hernia repair and a bard/davol perfix plug, medium, was implanted during the repair. It is alleged that on or about (B)(6) 2020, the patient underwent surgery for recurrent umbilical hernia with small bowel obstruction due to the perfix intraluminal mesh plug. During the surgery, the surgeon excised a section of the small bowel that contained the mesh plug that was causing the obstruction. The surgeon submitted the bowel loop and the mesh plug to pathology. It is alleged that the patient continues to suffer severe abdominal and groin pain, digestive problems and sexual dysfunction. It is alleged that the perfix plug implanted in patient failed to reasonably perform as intended and caused serious injury and had to be surgically removed via invasive surgery. It is alleged that the patient has been injured or has sustained substantial aggravation of previously existing injuries or conditions, and has sustained severe and permanent pain, pain and suffering, disability and emotional distress. It is also alleged that the device was defective.